Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 275cc silicone prosthesis experienced symptomatic left sided symptomatic rupture, bilateral local reactions, and left-sided pain post procedure. Patient stated that the left side feels a little weird feel soft and aren't up as they use to be. The patient implants are getting uncomfortable, itch and are hurting. She has blood coming out of her right nipple and she did tests and its not cancer. Her right one is flat on the top and is no longer round. The left one is much larger then the other. The right one is visually smaller then the left and they cant tell from the mammogram if it¿s a rupture at this time. She wants them out and needs them out. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).